Event description:
The customer reported that the live monitor in the control room failed during a pt procedure. The pt died on the table from cardiac complications unrelated to the monitor issue. The tech had thought the device failed and turned off the system, preventing the staff from completing the case. The customer indicates, the monitor had not contribution to what happened to the pt.

Manufacturer narrative:
(Conclusions) - the customer reported that the live monitor in the control room failed during a pt procedure. The pt died on the table from cardiac complications unrelated to the monitor issue. The tech had thought, the device failed and turned off the system, preventing the staff form completing the case. The customer indicates the monitor had no contribution to what happened to the pt. The field service engineer, fse, went to the site and found that the system powered up fine and was operational except the control room monitor. After replacing the monitor and performing system tests, the system was released to the customer. Note: the indicated importer was received FDA (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event. (B)(4).